Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a single vats lobectomy procedure. The stapler was unable to fire. The surgeon could press the green firing button but could not squeeze the handle. The side of the reload broke off but did not fall into the patient cavity. A new device was used in order to resolve the issue. No information was provided regarding impact to the patient.